Event description:
It was reported via repair work order that the side rail drops quickly when lowering due to broken side rail assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.